Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed due to the parts not being returned. The complaint does not identify the implants that were used. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The complaint is non-verifiable. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: dislocation. It also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Additional treatment may be required including but not limited to extended physical therapy, bite splint, dental braces, and/or orthognathic and reconstructive surgery. The device history record (DHR) for this product could not be reviewed due to the part and lot numbers being unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient has displacement of the glenoid fossa. The surgeon has requested a recommendation for how to proceed with this case. No additional patient consequences were reported.